Manufacturer narrative:
On (B)(6) 2021, intuitive surgical, inc. (Isi) received the following additional information about the reported event: the patient`s date of birth is (B)(6) 1959 and weighed 98 kg. The bleeding occurred during the use of the 3rd party generator. The patient`s clinical condition deteriorated during the procedure delay and a blood transfusion was required in the post-operative period.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The iesu was replaced to correct the reported problem. The system was tested and verified as ready for use. The iesu was returned for failure analysis and the reported failure "error c-34¿ was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to the original equipment manufacturer (OEM) for repair. Isi has attempted to contact the surgeon to gather additional information regarding the patient/incident. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history revealed no other complaints related to this product or event. No image or video clip for the reported event was submitted for review. A review of the system and instrument logs has been performed. The logs confirm error c-34 occurring which points to high frequency voltage too low in the on state. Although none of the reusable instruments, with the exception of the endoscope were reused in subsequent procedures, a site review shows no complaint filed against the instruments. The logs were further reviewed by an isi advanced failure analysis (afa) engineer and obtained the following information: the error 25913 (c-34 error) recorded on the procedure had a p2 value of 67, which according to the table, indicates a fault with the central processing unit (cpu) & sensors internal to the vio dv. From the number of errors, this generator most likely experienced a hardware failure. If the error is recurring, it is most likely a malfunction of the iesu. This complaint is reportable due to the following: although the amount of bleeding, cause of bleeding and indication of blood transfusion are unknown, the transfusion of blood is considered a medical intervention to prevent permanent impairment, making this complaint a reportable adverse event. The third party esu was sufficient to complete the planned surgical procedure, since an integrated erbe esu or a third party esu can be used to deliver standard energy. Per the xi system user manual, ¿the surgical team should always have backup equipment and instrumentation available and be prepared to convert to alternative surgical techniques. The potential risk of such conversion should be communicated to the patient.¿ based on the information obtained about the event, it was determined that the da vinci surgical system was in an acceptable and operable state while using the third party esu. The replacement of the iesu with an external generator is not considered a reportable malfunction. At this time, the complaint investigation is pending completion of the failure analysis by the original equipment manufacturer. The complaint will be reassessed to determine if there is a confirmed failure of the iesu following the failure analysis investigation by the original equipment manufacturer. A follow-up MDR report including the results from the failure analysis investigation will be submitted upon completion. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported by the surgeon that during a da vinci-assisted simple prostatectomy procedure, the integrated electrosurgical unit (iesu) displayed an error c-34 when using monopolar instruments. Prior to contacting technical support, the operating room (or) team replaced the instrument and cable; however, the issue persisted. The intuitive surgical, inc. (Isi)technical support engineer (tse) reviewed the logs and identified several errors 25913 (c-34). The error did not clear after the iesu was restarted. The site swapped to an external generator and the procedure was completed as planned. On 13-aug-2021, isi followed up with the distributor who spoke to the surgeon and obtained the following information: there was a procedure delay of 1 hour due to the issue. The patient was transfused with blood, but no further details were available. On 07-sept-2021, isi followed up with the distributor's clinical sales representative (csr) and obtained the following information: the bleeding occurred while using the 3rd party generator. The patient's clinical condition deteriorated during the procedure delay and blood transfusion was required in the post-operative period. Isi made multiple follow-up attempts to obtain additional information from the surgeon. However, no further details have been received as of the date of this report.